Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis in a female home patient (hp) coincident with extraneal viaflex and physioneal 40 for continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the hp experienced a break in aseptic technique due to accidental touch. On (B)(6) 2012, the hp was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain which did not require hospitalization. On that same date, the hp began therapy with vancomycin (2 g, every fifth day, intraperitoneally (ip), fluconazole (50 mg, daily, orally) and ceftazidime (1 g, daily, ip). On (B)(6) 2012, ceftazidime was discontinued. The nurse stated that the cause of the peritonitis was the break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. On (B)(4) 2012, follow up information was received from the nurse. On an unreported date in 2012, the outcome for the event of bacterial peritonitis had resolved and remedial therapy with vancomycin and fluconazole were discontinued.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - breach in aseptic technique. The label review found the labeling to be adequate for the use error identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the product code and lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.